Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The cause of the reported issue is faulty system pcb. Due to a part obsolescence, the device cannot be repaired. The customer was advised to scrap the device.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.